Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation and stenosis which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation was confirmed through receipt of medical records. The cause of the event cannot be determined; however, patient factors and progression of valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm mitral valve three years, eight months, underwent valve-in-valve procedure due to severe symptomatic mitral stenosis and moderate regurgitation secondary to one trapped leaflet. The mean gradient across the valve was 10 mmhg with moderate regurgitation. One leaflet appeared to be not functioning while the other two were operating normally. Patient presented with congestive heart failure, uncontrolled atrial fibrillation, and cardiomyopathy. A 26mm transcatheter valve was successfully implanted inside the 25mm valve. Mean gradient post-implant of transcatheter valve was 3 mmhg with no regurgitation. There were no complications during the procedure. The patient tolerated the procedure well. Postoperatively, the patient was taken to the intensive care unit in satisfactory condition. Patient was discharged on post-operative day two.

Manufacturer narrative:
Reference (B)(4).